Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device fired a couple clips correctly and after that the clips were not forming correctly, they were pear shaped. The device felt "sticky" when firing. Another device was used to complete the procedure. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.